Manufacturer narrative:
Service was declined as the customer did not question system performance. Beckman coulter customer product line support (cpls) reviewed information provided by the customer and determined the upward shift in quality control (qc) was due to fast thyroid-stimulating hormone (ftsh) following troponin I (accutni). This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-04468.

Event description:
The customer reported discrepant thyroid-stimulating hormone (tsh) results, for multiple patients, involving unicel dxi 800 access immunoassay system. This report refers to system serial number (B)(4). The customer stated all patients' samples in question initially recovered low results. Subsequent testing produced low results within a different clinical range. The customer stated corrective actions were performed but did not provide specific information. It is unknown if the low patient's results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.